Manufacturer narrative:
510 (k) k082590. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate low reading on their one touch ping meter. The patient mentioned that on the night of (B)(6) 2010, he tested his blood glucose and obtained a result of 40 mg/dl and 45 mg/dl. The patient did not exhibit any symptoms due to the reported issue. Due to the alleged issue, the patient self-treated with food/drink and did not seek any further medical attention or contact their physician for assistance. A quality control test was not done since the patient did not have any control solution. Product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since readings correlated with self-treatment. The complaint is being reported since the patient's result of 40 mg/dl and 45 mg/dl does not correlate with not exhibiting any symptoms.